Manufacturer narrative:
H6; code 400: damaged firing mechanism. Visual inspections & results: lockout position; a unfired bed fired. Cartridge condition; a unfired b 2/3 fire. Cartridge return batch number; a j0066r b ej014. Instrument number; a 466 b 317. Functional tests & results: condition of firing trigger lockout; ab good. Condition of pinion gear; ab good. Condition of short rack; a good b broken. Condition of yoke; ab good. Was instrument cycled; ab no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the measurements were returned non-functional. The instrument were disassembled and were found to have damaged firing mechanisms. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
During a v.a.t.s. Procedure, it was reported by the affiliate that the device did not staple half the staple line. A new device was introduced to complete the case. There was no consequence to the pt. Two eru35 cartridges are also being sent back with device.